Manufacturer narrative:
Mentor received and evaluated a photo of the explanted device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation surgery with a mentor memorygel xtra breast implant. Post-operatively, the patient experienced baker grade ii capsular contracture of the right breast, which was confirmed by a medical professional. As a result, the patient underwent removal surgery on (B)(6) 2023.

Manufacturer narrative:
On november 16, 2023, mentor received the device for evaluation as well as additional information. The patient was implanted during a breast augmentation revision surgery. The patient's prosthesis was replaced with a 240cc mentor memorygel xtra breast implant. On november 16, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the breast implant. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. On december 04, 2023, mentor became aware that incorrect information was inadvertently submitted in the intial report. Date of event was updated to 10/04/2023; date of implant was updated to (B)(6) 2021; date of explant was updated to (B)(6) 2023. Manufacturer¿s reference number: (B)(4) in the initial report, the following fields should have been populated. B3. Date of event should have been populated with 10/04/2023 d6a. Date of implant should have been populated with (B)(6) 2021 d6b. Date of explant should have been left blank, as the date had not yet been provided.